Manufacturer narrative:
The internal investigation identified that all corrections were not completed for internal problem report (B)(4). The reactivity assignment in our human oligotyping software (hos) program for (B)(4) was determined to be incorrect in the allset gold abc kit (catalog# 54340d lot# 038 1391657). Product labeling with primer (B)(4) will be updated to remove specificity for the (B)(4) allele. Additional investigation activities are still ongoing and will be reported in the 30-day report.

Event description:
This event was an internal complaint, identified while gathering data to perform an effectivity check for the corrective action related to our internal problem report (B)(4). The reactivity assignment in our human oligotyping software (hos) program for (B)(4) allele in primer (B)(4) was determined to be incorrect in the allset gold abc kit (catalog# 5434od lot# 038 1391657). The kits will produce an incorrect low resolution typing or mistyping result of (B)(4) alleles when testing a sample which has the (B)(4) allele. The user will be unaware of the incorrect type, unless they confirm the sample typing by another method, therefore, this would be considered a mistype.